Event description:
The processor pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that the pins on j22 were damaged. Although the pins were found to be damaged, the device which had the component installed passed all testing. There is no patient involvement.